Event description:
Litigation alleges that the patient suffers from pain, discomfort, and exhibited symptoms of a loose implant. **update** (B)(4) 2012 - medical records were received from legal and electronically attached to the complaint record. The patient was revised in the fall of 2006 due to dislocation and again on (B)(4) 2009 due to recurrent dislocation. It was discovered during surgery on (B)(4) 2009 that the cup was loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.